Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for event. The same day as peritonitis onset, the patient was treated with injection vancomycin (1gm, every 72 hrs, intraperitoneal, discontinued ) and injection ceftazidime (1gm, once daily, intraperitoneal, discontinued ) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.